Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient came to the emergency room due to a patient alert. There were multiple episodes of noise on the right ventricular lead. The lead was thought to be fractured, so it was explanted and replaced. The patient stated being in a car accident where the air bags had deployed. No patient complications have been reported as a result of this event.